Manufacturer narrative:
Below is the analysis finding code(s) and test results: stim lead distal end stretched between electrode #2 and #3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported; lead received back to medtronic.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during the implantation procedure, the lead pulled apart while the physician was attempting to place the lead in the body. The tines had not been deployed. When the physician attempted to reposition lead, the physician noticed the issue. The lead pulled out of the lead introducer and it was noticed that the lead electrodes and positioning had been affected. The lead was removed from the body while the lead introducer was left in place. The physician wanted to use a new lead that did not appear damaged. A new lead (3889-28) was opened and used instead. The rep reported that the issue resolved. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep reporting the lead did not completely break. In between electrode 3 and electrode 2, the electrodes were not as close together as they should be and the lead appeared to be pulled apart or damaged. The tines were not deployed and the lead was in the introducer. However the lead was stuck in the sheath/lead introducer. Once removed from introducer, the lead was not correctly intact. Rep stated the lead had been sent back/ no further complications were reported.